Event description:
As reported, a patient received an 7f 14mm x 60mmcordis smart stent in left iliac vein in 2003. After their first blood clot, the stent has become fully occluded and interventional radiology¿s attempts to unblock it were unsuccessful. It was noted that the stent is blocked due to chronic thrombosis and calcification. Vessel has collateralized since, per ir physician. Approximately 22 years post stent implantation, the dr attempted to clear the stent. The patient was on anti-coagulation medications post stent implant; however, the patient had 2 subsequent clots in the same leg 5 and 6 years after stent implantation. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a patient received a 7f 14mm x 60mmcordis smart stent in left iliac vein in 2003. After their first blood clot, the stent has become fully occluded and interventional radiology¿s attempts to unblock it were unsuccessful. It was noted that the stent is blocked due to chronic thrombosis and calcification. Vessel has collateralized since, per ir physician. Approximately 22 years post stent implantation, the dr attempted to clear the stent. The patient was on anti-coagulation medications post stent implant; however, the patient had 2 subsequent clots in the same leg 5 and 6 years after stent implantation. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. Based on the available information, the reported event of ¿vascular stent thrombosis¿ is likely multifactorial in nature. The presence of chronic thrombosis and calcification within the vessel may have contributed to progressive occlusion over time, as these conditions are known to alter local hemodynamics, promote endothelial dysfunction, and increase the risk of in-stent thrombosis. The chronicity of the thrombotic process suggests a long-standing biological response rather than an acute device-related malfunction. Additionally, the patient¿s history of recurrent thrombosis despite anticoagulation therapy indicates an underlying prothrombotic tendency, which may have further predisposed the stent to occlusion. As the device was not returned for evaluation and no imaging was provided, a definitive conclusion regarding device performance cannot be established. However, the available data supports that patient-specific factors, including chronic thrombosis, vascular calcification, and underlying hypercoagulability, are likely significant contributors to the reported event. According to the potential complications listed in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome, coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ there is no evidence the event was related to a manufacturing issue; therefore, no corrective action will be taken.